Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens during the same surgery due to a capsule tear. The incision was enlarged to remove the lens and a different model lens was implanted. Sutures were required to close the incision. The reporter stated the capsule tear was not caused by the lens or the injection system. The reporter stated this facility uses a competitor's phacoemulsification system.